Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the skin infection cannot be ruled out. Dermal atrophy is not related to device use. Skin infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A 77-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2021. On (B)(6) 2025, novocure was notified by the patient's spouse that the patient was unable to tolerate the new transducer arrays. Following a single application, the patient developed a burning sensation within 2-3 hours. Pre-existing blisters became infected, necessitating the use of unspecified oral antibiotics and resulting in a one-month interruption in optune gio therapy. The spouse expressed concern that the patient may have had an allergic reaction to the flexible polymer in the new arrays. It was also noted that the patient had consulted a dermatologist due to dermal atrophy from prior radiation and was using a steroid cream and topical antibiotic as needed. On august 25, 2025, medical records were received from the prescribing physician. Documentation dated (B)(6) 2025, indicated that the patient experienced increased scalp irritation and worsening skin lesions following the transition to the new arrays. As a result, the physician recommended temporarily discontinuing optune gio therapy to allow for skin recovery.